Manufacturer narrative:
Results: the strain relief was offset approximately 1.0 cm from the hub. The strain relief was unwound by a penumbra investigator for further evaluation, and there was no visible damage to the underlying catheter shaft. The ace68 had multiple consecutive kinks from approximately 12.0 cm from the hub to 16.0 cm from the hub. There were no visible holes in the ace68 catheter shaft. Conclusions: evaluation of the returned device revealed the strain relief was offset and the proximal shaft had multiple consecutive kinks. This damage may have occurred due to forceful handling of the proximal end of the ace68 at extreme angles during retraction. The strain relief was unwound by a penumbra investigator for further evaluation, and there was no visible damage to the underlying catheter shaft. There were no visible holes in the ace68 catheter shaft. The neuron max mentioned in the complaint was not returned for evaluation. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system ace 68 reperfusion catheter (ace68). During the procedure, the physician advanced the ace68 over a non-penumbra catheter and through a neuron max to the m1 of mca. However, upon removing the non-penumbra catheter, the physician noticed a small hole in the ace68 just distal of the strain relief. Therefore, the ace68 was removed and the procedure was completed using a new ace68 and the same non-penumbra catheter. There was no report of an adverse effect to the patient.